Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately shocked the patient. The ICD was explanted and successfully replaced. The patient was stable.